Event description:
It was reported that the patient's left hip was revised due to suspected infection. All implants (stryker acetabulum, competitor femur) were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the infection event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# modular dual mobility insert; cat# 626-00-48g; lot# 20452254, device name# tridentii tritanium multi 60g ; cat# 709-04-60g; lot# 24527051a, device name# 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot# l95d, device name# 6.5mm low profile hex screw 45mm ; cat# 7030-6545; lot# hr3d, device name# 6.5mm low profile hex screw 25mm ; cat# 7030-6525; lot# lnxd, device name# 6.5mm low profile hex screw 35mm ; cat# 7030-6535; lot# ksje, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.